Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was explanted due to oversensing leading to inappropriate therapies.

Manufacturer narrative:
Combination product: yes. Both leads were returned and subjected to an extensive analysis. The performances of the leads were scrutinized, including a visual, mechanical and electrical inspection. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The plexa lead was found cut 28 cm distal to the df4 connector pin. The distal lead fragment with inserted locking stylet and the proximal lead fragment with a thread tied on the lead body were available for analysis. Multiple signs of abrasion were noted along the lead body. In particular on the distal lead fragment the insulation was found rubbed through. This damage can be considered the root cause for the oversensing with shock delivery. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The solia lead was found cut 16 cm distal to the is-1 connector pin. The proximal and the distal lead fragment with inserted locking stylet were returned for analysis. The ligature marks were noted 23 cm distal to the is-1 connector pin. Furthermore cuts in the insulation were found which most likely occurred during the explantation procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted due to oversensing leading to inappropriate therapies.